Event description:
It was reported that post procedure, after leaving the procedure room, it was noted that the right ventricular (rv) lead exhibited failure to capture and failure to sense. X-ray imaging was performed and revealed a dislodgement of the rv lead. The lead was explanted and replaced. There were no patient consequences.